Event description:
It was reported to philips that the device would not start. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was at the end of planned neurovascular treatment when the issue occurred, and the procedure was successfully completed as the issue occurred at the end of the last acquisition. The remote service engineer connected with the customer and confirmed the system had boot up issue. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the suite pc. The philips engineer replaced the suite pc, installed the software and performed functional testing. Upon functional testing, the fse identified that the network connection was bad. The fse registered network connection to mac address and performed epx (examination, patient, and x-ray information) database. The defective suit pc was returned to philips for further analysis. The analysis confirmed the malfunction of the suite pc and identified that the failed component was hdd bay and there was physical damage. Following the replacement, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.